Event description:
Pt's spouse found patient unresponsive. Patient's spouse tested their blood glucose, using the suspect device, and obtained a result of 149 mg/dl. Emergency medical services were contacted, and upon their arrival, patient's blood glucose measured 49 mg/dl (using paramedics' blood glucose monitor). Pt was treated with two tubes of glucose and a sports drink, after which their blood glucose measured 59 mg/dl, and shortly thereafter 100 mg/dl (using paramedics' monitor). No further treatment was received. Controls had not been run on the system. A request was made for the return of the suspect product and replacement product was shipped.